Event description:
It was reported that the patient was send to the emergency room by their physician on (B)(6) 2023. Their pump had been alarming for low flow for previous 2 days. The patient also reported experiencing shortness of breath. After admission, hemoglobin and hematocrit (h&h) were measured at 5.9/19.6, the international normalized ratio (inr) was measured to be 3.42, and warfarin was held. The patient was transfused with 2 units of packed red blood cells (pcrbs). On (B)(6) 2023, the h&h was measured at 0043 - 9.1/28.7 as well as at 0328 - 8.5/27. No melena was noted. Ferritin level 7 mcg/l, vitamin d total 17 ng/ml. The patient once again reported shortness of breath on (B)(6) 2023, with no pump alarms at the time. With anemia, the creatine bumped for 1.58, and after 2 units of pcrbs went down to 0.97. On (B)(6) 2023, fecal occult blood test came back positive for blood. The patient was removed from the trial as the patient was not to take aspirin containing medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed as no log files were provided for review. A specific cause for these events could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported bleeding could not be conclusively established. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.